Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her child is in the hospital due to an insulin pump malfunction. Customer does not recall any significant events leading to the error. Child's blood glucose was unknown at the time of incident. Troubleshooting requested additional information but customer stated that they would have to call back at a later time. No further information was given.